Event description:
It was reported that the omnilink met resistance while trying to be advanced toward a right iliac lesion (contrary to IFU). As the physician attempted to withdraw the device into the sheath, the stent separated from the sds and was left behind in the femoral artery. The pt was sent for a surgical femoral cutdown to remove the stent.